Event description:
It was reported that a large volume infusor leaked from an unspecified location. There was no patient involvement as this occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 15, 2012 to october 16, 2012. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.